Event description:
It was reported that during a laser lithotripsy procedure for kidney stones the fiber broke in half. The fiber was removed, and the procedure was completed using a new fiber. There were no patient complications.

Event description:
It was reported that during a laser lithotripsy procedure for kidney stones the fiber broke in half. The fiber was removed, and the procedure was completed using a new fiber. There were no patient complications.